Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the device did not work properly. When the device fired, it cut the tissue, but didn't staple. No patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Breakaway washer indented. The analysis results found that the device arrived in good visual condition without staples. The breakaway washer was noted to be uncut and indented, indicating that the device had not been fired through a full firing stroke. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality in hi-b and low-b with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.